Event description:
It was reported that during/before an unknown procedure, clips got stuck. The surgeon used extra force to reopen the jaw. Another device was used to complete the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.